Event description:
This case was reported by a lawyer and described the occurrence of nerve injury in a male pt who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt used super poligrip at unk dosing. At an unk time after using super poligrip, the pt experienced nerve injury. At the time of reporting, the outcome of the event was unk. F/u info was received on (B)(6)2011 via fact sheets completed by the pt and/or the pt's attorney. Super poligrip original was used from 1984/1985 until 2000, five to six times a day, four to five 2.4 ounce tubes every six months. Fixodent was used on unk dates. The pt did not like it. The pt experienced a neuropathy. On (B)(6) 2010, the pt's copper and zinc levels were normal. This case has been upgraded to medically serious by gsk.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).